Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was evaluated and replaced and associated system software and calibrations were evaluated and reloaded. Related system connections were also inspected and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to properly save/replay cine/vascular image data. No pt or user injury was reported.